Event description:
Health professional reported an alleged lap-band "leak." The pt first noticed a loss of restriction and weight gain over the last few months. During an adjustment fill, the doctor removed existing saline from the device but there was significantly less fluid than added. No diagnostic testing was performed. The surgeon chose not to do any diagnostic testing. The band was removed and replaced.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."